Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) recorded an increase in shock impedance values but still within normal limits. It was recommended to monitor the situation. Furthermore, the patient is in bigeminy, and premature ventricular contractions were blanked due to the atrial pacing cross chamber blanking. This caused the device to pace in the ventricle after the r wave. Programming options were discussed for this crt-d and rv lead that remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.